Manufacturer narrative:
The software investigation, through log analysis, was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: 1.2.0). A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The reported issue occurred intraoperatively during the navigate task. It was reported that there was an alleged inaccuracy while navigating to known anatomical landmarks. The site was approximately 4mm inaccurate at the tip of the nose. It was stated that there was no noticeable movement of the patient tracker. The site re-registered the patient and the issue was resolved. The site continued with the case. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.